Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used for a benign prostatic hyperplasia (bph) procedure. During preparation for the procedure, it was reported that the anchoring balloon leaked. The physician had another of the same device and was able to complete the procedure with no complications. The pt was reported as "fine."

Manufacturer narrative:
The serial number provided by the end user could not be confirmed; therefore, the device manufacture date and expiration date cannot be determined. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.